Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no harm reported" (no consequences or impact to pt). Product problem(s): "card showed incorrect procedures remaining" (computer software issue). A technician reports a wave card that showed procedures increased from 31 remaining to 7966. No indication of pt harm was reported. Additional info has been requested.